Event description:
An aneurx stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured aneurysm. Aneurysm size and vessel morphology from the time of implant are unk. An aneurx bifur. Was successfully implanted. After inserting the aneurx limb, the stent graft would not deploy, as the quick release button was dislodged or not fully engaged. It was unk when the dislodgment of the quick release occurred (during prepping, during the procedure, or during shipping/handling). The device was removed, and another aneurx limb was deployed without issues. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4).